Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t2 and suture were returned off the needle. The suture has been untied, then retied through one of the implant suture holes. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed due to both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix t1 was implanted and t2 implants was deployed simultaneously, but it was not implanted. The implant t1 was removed with pliers. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.